Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported shortness of breath, fatigue and tricuspid regurgitation, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 20:52:57 to (B)(6) 2021 at 8:23:43. The pump fixed speed was set at 8800 rpm with a low speed limit of 8200 rpm for the duration of the captured data. There were 198 pi event captured throughout the submitted log file. There were no abnormal events captured ¿ the captured events were associated with power cable disconnects and pi events. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as intended. Per additional information from the ventricular assist device (vad) coordinator, the patient had decreased quality of life. The patient was not yet seen, and it was unknown if the pi events resolved. No images regarding the echo performed in august 2020 were submitted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23jun2016. The heartmate ii lvas IFU is currently available. Section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had severe limitations in walking, fatigue, and shortness of breath. Echo in (B)(6) 2020 showed moderate tricuspid regurgitation. Log file review showed pi events. The patient continued to have decreased quality of life.